Manufacturer narrative:
B5: information added. H10: duplicate report number added. H6 patient code updated from thrombosis/thrombus to no clinical signs symptoms or conditions. H6 impact code updated from medication required to no health consequences or impact.

Event description:
Heal-laa study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. The patient was discharged on apixaban and aspirin. At the 45 day routine follow up, a 3mm leak was noted around the closure device and 138 days post index procedure, a 1mm leak was noted. It was noted the patient was not on therapeutic consistency on the post-implant drug regimen as apixaban was discontinued and replaced by clopidogrel 137 days post index procedure by the physicians, then clopidogrel was discontinued 157 days post index procedure. At 383 days post index procedure, the patient presented for the one-year routine follow up and transthoracic echocardiogram (tte) imaging revealed a laminar device related thrombus (drt) on the atrial facing surface of the closure device. At the time of the event, the patient was on aspirin and was treated medically in response to the drt. No further patient complications were reported. This event was further reviewed by boston scientific medical safety and bsc watchman engineers, and was determined to have been reported in error, therefore this event is withdrawn.

Event description:
Heal-laa study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted with a complete laa seal and deployed device diameter of 23 mm. The patient was discharged on apixaban and aspirin. At the 45-day routine follow up, a 3mm leak was noted around the closure device and 138 days post index procedure, a 1mm leak was noted. It was noted the patient was not on therapeutic consistency on the post-implant drug regimen as apixaban was discontinued and replaced by clopidogrel 137 days post index procedure by the physicians, then clopidogrel was discontinued 157 days post index procedure. At 383 days post index procedure, the patient presented for the one-year routine follow up and transthoracic echocardiogram (tte) imaging revealed a laminar device related thrombus (drt) on the atrial facing surface of the closure device. At the time of the event, the patient was on aspirin and was treated medically in response to the drt. No further patient complications were reported.